Event description:
It was reported that the burr of the rotapro likely fractured the rotawire. A rotapro and a 300cm rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention in the ramus circumflex artery (rcx) to treat coronary heart disease. The 60-70% stenosed target lesion was severely calcified. After withdrawing the rotapro, it was observed that 2-3cm of the rotawire tip was missing. The tip of the rotawire was left in the patient and was fixed to the vessel wall with a non-boston scientific stent. The procedure was successfully completed. The patient was expected to fully recover.